Event description:
Patient woke up experiencing symptoms of dizziness. Patient tested on the lfs meter and obtained a reading they thought was a 248mg/dl. Patient claims segments were missing on the meter. Patient retested and thinks it read in the mid 400's exact reading unknown, since segments were missing. Patient contacted emergency services and was told to come to the ER. ER's meter read 610mg/dl and patient was treated with insulin. Patient suffered a serious injury; however, no information that meter contributed to the injury since they had the symptoms before trying to test, the meter gave high readings and customer was treated for high in ER. Customer service was unable to resolve the issue and sent patient a new meter.